Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The benzodiazepines plus reagent lot number is 763338. The customer stated that the event was due to a specimen handling issue and the issue was resolved by rerunning the test. After service, no further issues were reported by the customer. The investigation determined the customer's actions resolved the issue.

Manufacturer narrative:
The serial number of the cobas 8000 cobas c 502 module is (B)(6). The field service engineer (fse) inspected the module and performed preventive maintenance. He also replaced the syringe seals and nozzle tips and checked the alignments, pump pressures and rinse volumes. The module's performance was verified by precision test and qc. The investigation is ongoing.

Event description:
The initial reporter received questionable benzodiazepines plus results from two urine patient samples tested on the cobas 8000 cobas c 502 module. The initial results were reported outside of the laboratory. The patients denied using benzodiazepines prompting the send-out of the patient samples for confirmatory tests with gas chromatography coupled with mass spectrometry (gc/ms) as the laboratory method. Sample 1: on (B)(6) 2024, the result from the module was "positive" the gc/ms confirmatory test result was "negative." Sample 2: on (B)(6) 2024, the result from the module was "positive" the gc/ms confirmatory test result was "negative." The confirmatory test results were deemed correct.